Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump screen was partial. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with corroded battery tube. Proceed by using a new battery cap and a new battery. Unit powered up properly after battery installation. After unit powered on, several vertical lines were noted spanning across the display. Unit passed self test. Proceeded by cutting unit open. During deconstructive analysis, moisture damage was noted on lcd flex connector gold traces. Additionally, broken traces were noted underneath the lcd display corresponding to the alleged colored lines spanning the display. Isolate to electronic assembly. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, missing display window/cover, scratched case, pillowing keypad overlay, and keypad overlay peeling. In conclusion, customer's allegations for display anomaly were confirmed when colored lines obscuring the display were noted during testing, due to broken traces underneath the lcd window. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.